Event description:
It was reported that during a procedure, the third lead contact was damaged by the lead end cap. It was stated that when the lead endcap was removed prior to attaching the extension, the end cap looked ¿normal prior to removal¿ and it was ¿removed without any strain¿. It was reported however that upon removal the third contact was ¿stripped¿. It was reported that strain was placed on the third lead contact ¿due to single set screw available on the end cap/lead end cap design¿. It was reported that contact 3 could not be used for programming as a result of the damage. It was reported that the patient was alive with no injury. Additional information received reported that there was ¿obvious¿ traction on the damaged contact ¿with exposed wire, and the distance from 3 to 2 was elongated; 2 to 1 distance also elongated but less so; 1 to 0 appeared normally¿. It was reported that contact 3 was cut off the lead and inserted into the extension. It was stated that it was ¿pushed in such that 1 and 0 came to the usual spots¿ ¿thus mitigating the stretch injury between 2 and 1¿. It was reported that impedances of the remaining contacts were ¿fine¿.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: 3389s-40, lot# va0cs74, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the impedances were all good outside of contact 3, that was greater than 40k (though it had always been), and the therapy had not changed. It was reported there was an issue in december regarding an "end cap issue". There was an issue with the 3rd contact and the set screw. The only contact with out of range impedance was the 3rd contact.